Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. At times, the customer was not able to resume insulin delivery after the occlusion alarm and had to change the supplies on the pump. The customer did not know if the blood glucose level was impacted. The customer had reverted to another unspecified method to manage diabetes.